Event description:
It was reported via a voluntary medwatch, that a patient, initial right shoulder implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2024, approximately 3 years 6 months post the initial procedure. Around the fall of 2022, the patient started to experience pain in their right shoulder and right arm. Gradually, the pain worsened, and they contacted the orthopedic surgeon who did the replacement in early 2024. They could feel and hear grinding in their shoulder with movement and were concerned something was wrong. They had imaging done via their orthopedic surgeon and was told the screws looked like they had loosened. They completed 2 months of therapy, with no relief. After repeat imaging later in 2023, the surgeon told them that it looked like the glenoid part of their replacement failed. They were given options, all including different surgeries. They chose to have the failed, fractured portion surgically removed only. During the surgery, it was discovered that the prosthetic socket was fractured, with all 5 screws loose, and that the inside of their shoulder joint was black from the grinding of the prosthesis and the screws. Unfortunately, 3 of the screws floated into their tissues and were unable to be safely removed because of their location to nerves. Because of this, they lost over a year of quality of life, as they are right-hand dominant and were unable to complete simple tasks like opening car doors, dressing without pain, house chores, etc. Since the removal of the failed glenoid prosthesis, the patient¿s pain has improved, but they continue to have pain to this day and are still completing physical therapy, amongst follow-up visits with their orthopedic surgeon. No further information.

Manufacturer narrative:
H3 - the reported revision may be the result of glenoid loosening and fracture leading to metal-on-metal articulation and the release of metal wear debris in the joint. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images, radiographs, or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.